Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced two events of incorrect insertion of soft cannula where the cannula was laid flat on the skin, did not insert into the skin on (B)(6) 2024 and (B)(6) 2024 respectively. The infusion set was in use for four and half hour. Patient noticed symptoms within three hours of insertion. The site of insertion was upper buttocks. High blood glucose resulting from the event (425 mg/dl) was addressed using correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.